Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of desulfovibrio spp as bacillus ruris in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of bacillus ruris (99.9%). The isolate was sent to a reference laboratory where it was identified as desulfovibrio spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Customer in canada notified biomérieux of obtaining a misidentification of desulfovibrio spp as bacillus ruris in association with the vitek® ms instrument (ref 410895, serial (B)(6)). Investigation. Fine tuning. Status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was good during the tests made between 30 mar 2021 to 05 apr mar 2021. Spot preparation quality. The customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Kb review. Based on th.e information provided, the expected identification is desulfovibrio spp which is not present in vitek® ms kb v3.2 at a genus level. The knowledge base 3.2 includes only desulfovibrio desulfuricans. Sample data analysis. Analyze of mzml sample files show that number of all peaks are heterogeneous during the issue (between 0 and 573). The misidentification result was obtained from the spectra having the lower number of peaks (48). Moreover, the misidentification was obtained with a low identification score (-0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). The following system limitation is mentioned in the vitek® ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿. In addition, in case of no identification results, there was no product malfunction. The system did not provide any misidentification and informed the customer that the strain could not be identified. In case of no identification result, customer has to follow the process described in the vitek workflow user manual 4501-2233 - f : ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods).¿. Conclusion. The cause of the customer¿s issue is a combination of a known system limitation regarding how spectra for species not included in the vitek® ms knowledge base (v3.2 and v3.3) along with non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met. Since january 2016, there have been no similar complaints. No isolate of desulfovibrio spp was misidentified as bacillus ruris.